Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. Device history review is not required as the event description does not indicate a potential manufacturing issue. Conduction disturbances are known potential adverse effects per the instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve (pav). (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after post-balloon aortic valvulop lasty (bav), left bundle branch block (lbbb) was noted. Immediate post-procedure electrocardiogram (ECG) revealed atrial fibrillation (afib) with slow ventricular response with occasional ventricular paced complexes, but no lbbb. The most recent ECG indicates afib with incomplete right bundle branch block. No treatment prescribed. Five weeks post-implant the patient was hospitalized for an isolated event of near syncope without premonition. Although the patient was stable for discharge, a transfer to another hospital was made, where the patient received a diagnosis of symptomatic bradycardia. Seven weeks post-implant a permanent pacemaker was placed,which resolved the conduction disturbances. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.